Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the single port fenestrated bipolar forceps instrument had a chipped plastic at the tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port fenestrated bipolar forceps to perform failure analysis. The instrument was found to have the molded insulator of the upper grip broken. The broken detached piece measures approximately 0.55 mm x 1.15 mm and was not returned with the instrument. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.40 mm offset at the tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.